Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, five (5) representative sterile units were returned. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. The returned sterile units met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic inguinal hernia repair event description: the rep was not present for the case. During the case the surgeon claimed the device was not dissecting properly as it was not separating the tissue intended for separation. The balloon was inflating unevenly, there were no known previous surgeries for the patient, and there were no revealed anatomical issues that interfered with the inflation of the balloon. The event unit is not available for return as it was discarded but the remainder of the lot will be returning. Intervention: continued to manually dissect with instruments. Patient status: fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic inguinal hernia repair. Event description: the rep was not present for the case. During the case the surgeon claimed the device was not dissecting properly as it was not separating the tissue intended for separation. The balloon was inflating unevenly, there were no known previous surgeries for the patient, and there were no revealed anatomical issues that interfered with the inflation of the balloon. The event unit is not available for return as it was discarded but the remainder of the lot will be returning. Intervention: continued to manually dissect with instruments. Patient status: fine.